Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate unknown results on the subject meter compared to another unknown meter. This complaint is being reported because the reported results may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue could not be resolved with troubleshooting as the "line dropped". There was no indication that the product caused or contributed to an adverse event.